Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The patient was revised to address pain. Update rec'd 8/14/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Doi has been provided. There is no new additional information that would affect the outcome of the investigation. Update 1/28/2015 - disc 209 pfs and medical records received. Pfs identified patient dob, height and weight. There is no new additional information that would affect the existing MDR decision. Update rec'd 2/6/2015- maude patient report received. Patient experienced fluid in the hip joint seen on an MRI, elevated metal ion levels, bone and tissue damage noted upon revision, toe numbness and ringing in the ears. The stem is being added to the complaint. This complaint was updated on 2/26/2015.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metallosis and metal wear.